Event description:
Boston scientific received information that there were difficulties extending the helix mechanism on this right ventricular (rv) lead during the implant procedure. The technique used by the physician may not have been appropriate, as it appeared the physician was turning the lead body and may not have been achieving full rotations resulting in over counting the number of turns. Later in the evening the local sales representative was contacted due to rv loss of capture (loc). Pacing impedance measurements were appropriate, but intrinsic sensing had decreased. The patient was pacemaker dependent with an escape rhythm at 35 beats per minute (bpm). The patient was asymptomatic. The rep confirmed there was no capture at 7.5 volts at 2 ms. There was suspicion that the lead had dislodged. A chest x-ray was taken and it appeared the lead hadn't moved at all. It was also reported that during the initial implant procedure the patient had an occluded superior vena cava (svc) juncture and it was hard to pass the wires through. A revision procedure was performed. When the physician attempted to reposition the lead the helix was retracted, but did not move and appeared to be stuck. The physician pulled back on the lead and svc coil was stuck in the partly occluded vessel of the svc. The physician thought the lead had been placed in the right place, but determined when the patient sat up the heart moved back into place and the helix pulled away from the myocardium. Although, visually it appeared like the lead was still in place. The lead was explanted and a new single coil lead was implanted. All measurements were within normal limits. Additionally the lv port was plugged due to an inability to implant an lv lead and the atrial port was plugged due to the patient's chronic atrial fibrillation (af). No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal tool packaged with the lead was returned attached to the lead. The tool was seated properly, with the fixation knob not engaged. Setscrew marks were noted on the terminal pin. The helix mechanism was extended and dried blood/possibly tissue was noted in the helix housing. After removing the dried body fluid/tissue, the helix mechanism was fully functional. Inspection of the lead revealed a separation of the gore- covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The distal end of the proximal shocking coil was also separated from the lead body insulation and ma was noted. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function.